Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was confirmed and reproduced during evaluation. The cause was determined to be a torn lower auxilliary flex which was replaced through the replacement of the lower auxillary assembly. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 322. There was no patient involvement.